Event description:
It was reported to minimed that the customer experienced hyperglycemia and reported insulin pump would not recognize a battery and displayed an ¿insert battery¿ message. The customer also reported that the pump had been bumped after a fall, resulting in a crack near the battery tube area, including the belt clip rail and battery tube threads. The customer reported blood glucose value of 143 mg/dl, and the hyperglycemic event was treated with insulin pump. The event involved product(s) unk_reservoir, mmt-1884, unomedical. Troubleshooting was not performed for hyperglycemia. Troubleshooting was performed for cosmetic damage allegation and customer reported that, insulin pump functionality was effected. The customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for unk_reservoir, unomedical. Mmt-1884 was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.